Event description:
It was reported that the customer's blood glucose levels were in the 500s mg/dl. The customer had received a no delivery alarm from his insulin pump. The customer's father changed the infusion set, and the customer's blood glucose level lowered to 200 mg/dl. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)